Manufacturer narrative:
Per issue, customer has some anemia and a thyroid condition. Patient current health status may lead to unexpected inr result or testing error. Qc errors are designed to be generated if the strip has been exposed to adverse environmental condition. There is no information in the complaint to indicate strip exposure. These errors also arise if there is a sampling or technique problem. This failure mode will continue to be monitored to determine if corrective action is warranted. Two hundred ninety six discrepant/non-discrepant results complaint was reported for lot #241836 yielding a complaint rate of 0.315%. Action threshold was reached. Since strip lot released, 4 in-house therapeutic sample tests and 1 in-house non-therapeutic sample tests were performed for retain and returned strips. Customer's observation has not been reproduced in in-house test. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Patient got qc 2h error twice. Customer reports bleeding from gums. Target therapeutic range is 2.0-3.0.